Event description:
It was reported by the customer that at 1534, the nurse administered gentamicin for 10.4ml/hr with a concentration of 2.4mg in 1.2ml. They reported that the infusion is incomplete in rover and must manually program the pump. However in epic it is not showing incomplete as it seems they paused the medication twice at 1547 on (B)(6) 2025. The customer asked their clinical engineering to pull the event logs and can see the nurse had almost 2 pages of just clicks on the pump at 1547. Also it was mentioned that the ordered rate was "10.3" but the nurse gave "6.3" and commented there was a ¿pump error, rescanned, med infusing at ordered rate¿. There was patient involvement but no harm. It was noted that there was also a dextrose 10% infusion infusing at 7.7ml/hr.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-62271 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-62270.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that at 1534, the nurse administered gentamicin for 10.4ml/hr with a concentration of 2.4mg in 1.2ml. They reported that the infusion is incomplete in rover and must manually program the pump. However in epic it is not showing incomplete as it seems they paused the medication twice at 1547 on (B)(6) 2025. The customer asked their clinical engineering to pull the event logs and can see the nurse had almost 2 pages of just clicks on the pump at 1547. Also it was mentioned that the the ordered rate was "10.3" but the nurse gave "6.3" and commented there was a ¿pump error, rescanned, med infusing at ordered rate¿. There was patient involvement but no harm. It was noted that there was also a dextrose 10% infusion infusing at 7.7ml/hr.